Event description:
Celect ivc(inferior vena cava) filter placed at another hospital in 2018 for dvt(deep vein thrombosis). Presenting now to penn with extensive dvt, thrombus in the filter, and broken filter.